Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the motors were not swapped and the system was not retested after the fault occurred.

Manufacturer narrative:
This event was determined to be supplemental information; the investigation findings will be provided under MFR #: 3003306248-2026-00031. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not yet provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter phone number as originally reported: +(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an alarm, which was consistently present and alerted for flow exceeding the maximum or minimum threshold. While the alarm was present, the flow value displayed on the monitor was not changing. However, the trace at the bottom of the display showed spikes and dips. The fault was persistent even after the patient was disconnected and the clinical staff used a closed circuit. The blue locking mechanism was not working either. The motors would be exchanged.